Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient had infusion set issue on (B)(6) 2026. Patient when trying to insert infusion set while cocking spring, the cannula did not insert into patient's body. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR .- device 1 of 2.